Event description:
A customer reported elevated results for potassium on several pt samples. The results were normal upon repeat analysis on another analyzer. None of the results were reported to the floor, so pt treatment was not initiated, stopped, or altered due to this occurrence.